Event description:
Follow up information received. It was reported that the patient was released from the ER and effective therapy was established after release.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported during the ipg revision procedure, (reference MFR. Report#3006705815-2019-00499), the patient coded due to other unrelated health issues. Reportedly, the case was completed and the patient was transported to the emergency room (ER) postoperatively.